Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hyperglycemia and felt generally unwell and was unable to self-treat, requiring hcp administration of insulin for treatment. The customer was reportedly admitted to the hospital for continued monitoring; however, no further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Also, data quality errors observed in historical log are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and provide accurate glucose results. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hyperglycemia and felt generally unwell and was unable to self-treat, requiring hcp administration of insulin for treatment. The customer was reportedly admitted to the hospital for continued monitoring; however, no further treatment was indicated. There was no report of death or permanent injury associated with this event.